Event description:
It was reported that a novum iq large volume pump overinfused during infusion. Fluid was infused too rapidly from the primary and secondary infusion. 100 ml ran over 20 minutes instead of an hour. The device contained normal saline and potassium. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.